Event description:
It was reported the system displayed an error requiring the system to be rebooted. There was no pt injury or death reported.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The reported issue could not be duplicated. The connectors were reseated during the service call. The system was tested and found to be working as intended and put back into service.